Manufacturer narrative:
At this time, the suspect component is not available for return. Due to the part not being available to be returned, no further evaluation can be completed at this time.

Event description:
The customer reported while using the vela ventilator; the device displays transducer fault alarms. The customer reported the circuit pressure transducer failed calibration testing. The customer determined the most likely cause of the reported event is the main printed circuit board assembly. The issue occurred during patient-use, the customer reported there is no patient consequence associated with the event.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The root cause of the reported issue was due to a failed calibration on the exhl diff press (exhl flow) transducer. The unit has passed all test, calibrations and is working to manufacture specifications.